Event description:
Dome detached during traction removal. Indwelling period is 180 days. No vinegar was used for maintenance. The depth of the stoma was normal. User did not confirm if the catheter was free-floating within the fibrous tract prior to removal. Lubricant was used.